Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was failed to connect with the station and did not appear when attempting to load medication. A technical support specialist (tss) reviewed the managed inventory settings on the server and identified that a pend location had not been configured for the refrigerator. The customer was advised to set up the pend location and verify its availability in the med application. A follow-up was conducted the next day, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device refrigerator did not connect and not showing the loaded medication, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device refrigerator did not connect and not showing the loaded medication, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.